Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that this is happening every 2 to 4 hours-for 3 days. The self-test passed. The customer reported the little plastic piece is broken off. The customer reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g/640g pump with software version 2.6. The customer had not previously called to report the power error detected alarm. The customer was advised to remove the aa battery from the pump and to monitor the notification light. The notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operational currents within specification and passed self test. Device trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.